Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported a power on reset (por) occurred. It was unknown what error code accompanied the por. The por was successfully cleared and the patient was instructed to recharge when she arrived at home. Impedance testing was performed. The patient was not charging the device properly and had been re-educated on how to recharge. They are functional and remain implanted. The patient was doing well and recharging her device.

Manufacturer narrative:
Additional review of the file indicated the por was due to an overdischarged battery and that the event is not considered reportable. The original report submitted was in error. No malfunction of the device was present. No additional information will be submitted in the event.